Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed ziploc bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the section of the iabc bladder membrane. The short driveline tubing was noted cut; the remaining length of the short driveline tubing including the one-way valve was not returned with the sample. The visible section of the bladder was fully unwrapped. Upon further inspection, the distal end of the bladder was noted no longer attached to the iabc distal tip and the distal tip was noted within the bladder. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0065in and was within specification of process document. A lab inventory short driveline connected to the iabc bifurcate. The one way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with some force. Upon removal of the sheath, the iabc bladder appeared typical with no visual damage or abnormalities noted. The iabc central lumen was aspirated and flushed using a 60cc lab inventory syringe. No abnormalities or debris was noted. Upon further investigation, the iabc distal tip was still fully intact with the central lumen; no tearing was noted to the bladder material. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane. The leak was consistent with the previously confirmed distal end of the bladder not attached to the iabc distal tip. Furthermore, another leak was also detected from the bladder membrane during the leak test. Under microscopic inspection, abrasions were observed from approximately 21.7cm to 22cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 21.9cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. It could not be confidently determined which damage occurred first. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. Blood was confirmed present within the helium pathway upon receipt of the sample. During the investigation, various damages were noted to the iabc. The distal end of the bladder was no longer attached to the iabc distal tip, and the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Either damage can allow blood to enter the helium pathway. Due to the returned state of the device, it could not be confidently determined which damage occurred first and what initially caused the complaint. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an inservice has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not attached to the distal tip and bladder leak. The probable root cause of the complaint is undetermined. This will be monitored for any developing trends. A nonconformance has been initiated to further investigate the issue related to the bladder detached from the distal tip.

Event description:
It was reported "(B)(6) 2025 the blood was found in the 1st catheter, so the 1st catheter was removed and replaced with 2nd catheter. The balloon appeared to have come off the shaft of the 1st catheter. After that, it was running in the ICU. (B)(6) 2025 the blood was found in the 2nd catheter, so the 2nd catheter was removed and replaced with 3rd catheter. The lower part of the balloon of the 2nd catheter was torn. After that, the balloon of the 3rd catheter was found ruptured, so the 3rd catheter was removed". All catheters involved were inserted into the same site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR's #3010532612-2025-00316 ,301053010532612-2025-00315, 32612-2025-00317.

Event description:
It was reported "(B)(6) 2025. The blood was found in the 1st catheter, so the 1st catheter was removed and replaced with 2nd catheter. The balloon appeared to have come off the shaft of the 1st catheter. After that, it was running in the ICU. (B)(6) 2025: the blood was found in the 2nd catheter, so the 2nd catheter was removed and replaced with 3rd catheter. The lower part of the balloon of the 2nd catheter was torn. After that, the balloon of the 3rd catheter was found ruptured, so the 3rd catheter was removed". All catheters involved were inserted into the same site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR's #3010532612-2025-00316 ,301053010532612-2025-00315, 32612-2025-00317.

Manufacturer narrative:
(B)(4).